Event description:
It was reported that the device failed to stimulate the patient. The patient had presented to the hospital not feeling well. There was no telemetry and no output seen with the device, and suspected premature battery depletion. The device was replaced. The patient's outcome was listed as 'ok'.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.